Manufacturer narrative:
This event was reassessed and is being updated as part of a retrospective review of events in response to an update to the MDR complaint sources. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. It is designed to assist a weakened, poorly functioning left ventricle. Bleeding is a known potential complication associated with all patients implanted with vads. The instructions for use (IFU) and patient manual addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines). The IFU provides the user material which communicates how to potentially mitigate the occurrence and severity of bleeds via management of anticoagulants and anti-platelet drugs. The IFU also addresses guidelines for optimal patient management including having adequate and stable preload available. The device remains implanted in the patient and is thus not available for return to the manufacturer. With a review of the available information there is no indication of any device malfunctions or performance issues that would impact the event. There is also no clinical evidence to suggest that a malfunction of the device caused or contributed to the reported event. The root cause of the reported event cannot be conclusively determined; though, clinical factors that may have contributed include the patient's previous medical history, therapeutic use of anticoagulant and antiplatelet medications, and related comorbidities. There are patient, procedural, and pharmacological factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the patient presented to the emergency room on (B)(6) 2017 with complaints of dizziness and lightheadedness. The patient reported having bright red blood with bowel movements. Hematocrit (hct) was 22.5 and hemoglobin (hgb) was 6.9. The patient was admitted to the hospital and treated with blood products. Warfarin was placed on hold and a heparin drip was started. On (B)(6) 2017, a gastrointestinal consultation was done and endoscopy was performed which revealed active bleeding from internal and external hemorrhoids and diverticulosis seen throughout the sigmoid and descending colon. Warfarin was resumed on (B)(6) 2017 and the heparin drip as discontinued on (B)(6) 2017. The event was deemed resolved and the patient was discharged back to the skilled nursing facility in stable condition and without new rectal bleeding on (B)(6) 2017. The principal investigator indicated the event was not related to the ventricular assist device (vad) procedure or system and was related to patient condition. The vad remains in use. No further patient complications have been reported as a result of this event.